Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 46 mg/dl, 200 mg/dl, 56 mg/dl, and 80 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.